Event description:
It was reported that the patient experienced an overnight low blood glucose and believed the dexcom sensor readings were inaccurate, noting a manual fingerstick of 58 mg/dl while the device logs did not show values below 70 mg/dl. The user was advised to contact the cgm manufacturer for sensor performance concerns. Symptoms included hypoglycemia. There were no clinical outcomes, including no hospitalization, no emergency treatment, and no alerts nor alarms reported. Investigation included review of available device data and user counseling. Investigation of this case revealed potential impact of frequent calibrations on sensor accuracy. It was concluded that the cause of the hypoglycemic event was unclear, the root cause was not determined. The user was advised to avoid frequent calibrations. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.